Manufacturer narrative:
Complaint conclusion: during a carotid stenting intervention, it was reported that when dilating with a 4mm aviator balloon, leakage occurred. Due to this, temporary symptoms of transient ischemic attack (tia) occurred for a short time and the patient¿s condition improved rapidly. Therefore no treatment of the tia was necessary. Patient fully recovered from the symptoms of the tia and there were no negative consequences. There was a high degree stenosis of the internal carotid artery, with calcifications at the bifurcation. According to the physician the calcification is the most probable cause of the issue with the balloon. The device could be retrieved out of the patient¿s vasculature system without any problems. Afterwards, the recovery of the angioguard system and re-positioning of the angioguard system were possible. Again, dilatation with a 5mm balloon was performed due to still considerable stenosis. There were no anomalies noticed during preparation of the device. An ipsilateral approach was made from the right femoral artery. There were no issues with the precise stent or the angioguard. The product was returned for analysis. A non-sterile aviator plus .014 4.0x20 142cm balloon catheter was returned. The balloon was received deflated and appeared to have been inflated. No other anomalies were observed in the returned device. Per functional analysis pressurized water was applied to the catheter using an indeflator (lab sample), and a leakage was observed in the balloon. Per sem analysis neither external nor internal surfaces revealed evidence of damage that could be related to the balloon burst. The marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17368814 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system leakage-in patient ¿was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification with a high degree of stenosis) may have contributed to the burst as evidenced by the physician¿s opinion in the event description. According to the instructions for use ¿the cordis aviator plus pta balloon dilatation catheter is contraindicated for use in coronary arteries. Generally, further contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Concomitant products: precise stents and angioguard protection. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During a carotid stenting intervention, it was reported that when dilating with a 4mm aviator balloon, leakage occurred. Due to this, temporary symptoms of transient ischemic attack (tia) occurred for a short time and the patient's condition improved rapidly. Therefore no treatment of the tia was necessary. Patient fully recovered from the symptoms of the tia and there were no negative consequences. . The device could be retrieved out of the patient's vasculature system without any problems. Afterwards, the recovery of the angioguard system and re-positioning of the angioguard system. Again, dilatation with a 5mm balloon was performed due to still considerable stenosis. The product will be returned for analysis. There were no anomalies noticed during preparation of the device. An ipsilateral approach was made from the right femoral artery. There were no issues with the precise stent or the angioguard. High degree stenosis of aci, calcifications at bifurcation. According to the physician the calcification is the most probable cause of the issue with the balloon